Event description:
It was reported that the patient experienced withdrawal. Per the reporter, the patient has had 2 incidents in the last month of baclofen withdrawal and presented to the emergency room with seizures. A dye study confirmed that the catheter was clogged. Per this report, "they unclogged the catheter, but that night the patient felt withdrawal symptoms; the next day he was unresponsive, seizure". The pump was delivering morphine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information stated that on (B)(6) 2012, the patient had a catheter revision due to a ¿clog.¿ at this surgery, the pump was filled with bupivacaine, morphine and baclofen; they decreased the pump medications by half at that time. On (B)(6) 2012, the patient was admitted again due to another ¿clog/kink.¿ when the patient came in for a refill in (B)(6) 2012, the medication, bupivacaine was decreased in preparation for discontinuation because it was not addressing the patient's pain. In (B)(6) 2012, the bupivacaine was removed from the pump. In (B)(6) 2013, the patient trialed intrathecal versed injections for radiofrequency ablation therapy. It was said the patient ¿failed the trial¿ and it was determined he was not a good candidate. The morphine was increased. The physician suspected another catheter issue; however the patient did not have withdrawal. The patient still had generalized pain. The patient was monitored and was to be reassessed at the next refill/follow-up visit in (B)(6) 2013. In (B)(6) 2012, the pump was delivering baclofen, morphine, and bupivacaine. In (B)(6) 2013, it was delivering baclofen and morphine.

Event description:
Additional information was received in early (B)(6) 2013 and it was reported that there was no blockage or any other issue. Note: additional information was received and it was determined that the following information previously filed in manufacturer¿s report # 3007566237-2013-01667 belongs to this event: [it was reported that the physician had previously found more volume in pumps than expected. The volume discrepancies were attributed to clogged catheters. The device would be trying to pump against pressure and would think it¿s delivering an accurate rate, but it might not be delivering what it should. It was unknown what drug was being used in the pumps.]

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported the pump was blocked 3 times. It was also reported the catheter was occluded due to the drug concentration being too high. The medication was put in the refrigerator and it crystallized, causing ¿everything to shut down.¿ it was noted that bupivacaine 30 milligrams per milliliter (mg/ml) precipitated in the syringe. Dye studies on (B)(6) 2012 showed the catheter was clogged. A surgery was done, but the medication was not removed. Two replacement dates were listed as (B)(6) 2012, and also (B)(6) 2012. The patient was hospitalized and the outcome was listed as ¿serious life threatening injury/illness ¿ recovered without sequelae.¿ it was reported lidocaine and morphine were in the pump at the time of the event, but it was later reported that the catheter was clogged from bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).